Manufacturer narrative:
H3 other text : device serviced by third party.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged unit is vibrating and slightly whirring. During the evaluation of the device at the third-party service center, the device was visually inspected and found blower foam degradation. In addition, visible foam particles were observed and unit scrapped.